Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date the incident generator has not been rec'd for eval. If the unit is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The site reported that toward the completion of an adenoidectomy, a megadyne suction electrosurgical coagulator was in use on an adenoid patch when a small flash of fire was noted at the tip of the device. It was removed from the field and the oral cavity was irrigated with saline. A superficial burn to the nasopharyngeal aspect of the soft palate and mild edema were noted. Steroids were administered to pt, who was discharged the next day. The generator was in use during this procedure, and was tested by the biomedical department with no issue being found.